Manufacturer narrative:
Conclusion: this device has been returned for evaluation and a follow-up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2014-00448.

Event description:
The patient was undergoing an embolization procedure using ruby coils. During the procedure, the physician encountered resistance while advancing the ruby coil through a px slim delivery microcatheter. While removing the coil from the microcatheter, the coil unintentionally detached within the microcatheter. The physician was able to retrieve the coil by removing the microcatheter. A second ruby coil was deployed and functioned as intended. The physician then attempted to deploy a third ruby coil; however, the physician encountered resistance inside the microcatheter. The physician attempted to remove the ruby coil from the patient; however, the coil unintentionally detached within the microcatheter. The physician was able to retrieve the ruby coil by removing the microcatheter. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the coil is still attached to the pusher assembly and the proximal pet-lock is still intact. The coil introducer sheath is on the coil and pusher assembly and is flattened approximately 69.5 cm from the distal tip. The coil is kinked under the introducer sheath where the sheath is flattened. The pusher assembly is kinked in several locations along the length of the device. Conclusion: the complaint has been evaluated. The complaint indicates that both coils would not advance out of the pxslim microcatheter and upon retraction, both coils detached from the pusher assembly. Evaluation of the returned devices revealed that one coil was still attached to the pusher assembly but was kinked in the region of a flattened section of the coil sheath. It appears that the coil sheath was severely pinched during handling before the device was inserted into the patient. The cause of the flattening is unknown, but this damage would have made advancing the coil through the sheath and into the microcatheter impossible. The second coil was detached from the pusher assembly. The cause of the resistance when pushing the coil through the microcatheter could not be determined from the returned device. The coil detached due to a break in the sr wire which occurred as a result of the amount of force used when attempting to retract the coil, in excess of the tensile strength of the sr wire material. The damage to the pusher assemblies was likely related to pushing against the resistance felt when attempting to advance the coils through the microcatheter. The microcatheter was not returned for evaluation but was likely unrelated to the product issues as the catheter was used to advance other coils without issue. These coils are 100% functionally tested during inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.